Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs was missing label information. The following information was provided by the initial reporter: material no: 328466 batch no: 8050085a. It was reported that the product expired. Verbatim: spouse of consumer reported found one packet in house without a exp date, did not use. Wife passed a while ago. Wondering if could donate the item. It was determined from the trade mark date of 2007 this lot # was expired. Informed caller to discard the item per proper disposal guideline.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being manufactured in 2008 and DHR files are retained for 7 years, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that syringe 0.5ml 30ga 1/2in uf 10bag 500cs was missing label information. The following information was provided by the initial reporter: material no: 328466, batch no: 8050085a. It was reported that the product expired. Verbatim: spouse of consumer reported found one packet in house without a exp date, did not use. Wife passed a while ago. Wondering if could donate the item. It was determined from the trade mark date of 2007 this lot # was expired. Informed caller to discard the item per proper disposal guideline.